Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms, resulting in a lead safety switch (lss). In addition, myopotential noise from unipolar configuration was observed with oversensing however there was no pacing inhibition as this patient had their own intrinsic rhythm. This rv lead remains in service. No adverse patient effects were reported. Additional information as received that this rv lead was explanted and replaced with a new rv lead, which remains in service. A return request is being sent to the field. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms, resulting in a lead safety switch (lss). In addition, myopotential noise from unipolar configuration was observed with oversensing however there was no pacing inhibition as this patient had their own intrinsic rhythm. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.